Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the last basal delivery and the last bolus were on (B)(6) 2014. The total daily dose in pump history adds up correctly and reflects the users programmed basal rate. No alarms related to the complaint in alarm history. Manually calculated an ezbg bolus; with the following settings actual bg: 12.1mmol/l, bgt: 6.1 and isf: 6.0mmol/l; manual calculation suggested a 1.0u bolus. Pump correctly a 1.0u ezbg bolus using the same settings. Manually calculated an ezcarb bolus with the following setting: carbs: 100g, I:c: 20g; manual calculation suggested 5.0u bolus. Pump correctly a 5.0u ezcarb bolus using the same settings. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint. Battery cap was not returned; test cap used to complete all testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.